Manufacturer narrative:
.

Event description:
The physician reported that the patient's generator settings were different than what were previously programmed. The physician indicated that the patient underwent an MRI and had a pacemaker implanted and that the device was not programmed off and now the settings were different. The physician reported that there was no programming history indicating that the change in settings occurred. Attempts to obtain additional relevant information have been unsuccessful to date.